Event description:
Cutting balloon failure, cracked hub with balloon rupture, and air pressing into system causing narrow air lock, causing hypotension and a "systolic" event lasting approximately 10 seconds. No intubation required, aggressive treatment with vasopressors and epinephrine, oxygen. Pt stabilized, procedure completed successfully. Ptca of rca for "instent" restenosis then transfered to ccu for close observation for 48 hours. Transferred to nursing unit and then discharged home with no negative effects from event.